Event description:
It was reported that this right atrial (ra) lead had shown a gradual increase in impedance measurements for several months, high capture thresholds were also noted. Isometric maneuver was performed and no noise was noted. The increase in impedance was attributed to physiological changes in the patient. This patient will continue to be monitored. This ra lead remains in service. No adverse patient effects were reported. It was reported that this right atrial (ra) lead impedance has reached high out of range measurements. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had shown a gradual increase in impedance measurements for several months, high capture thresholds were also noted. Isometric maneuver was performed and no noise was noted. The increase in impedance was attributed to physiological changes in the patient. This patient will continue to be monitored. This ra lead remains in service. No adverse patient effects were reported. It was reported that this right atrial (ra) lead impedance has reached high out of range measurements. This ra lead remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was surgically abandoned and replaced due to high out of range measurements about 2900 ohms. No additional adverse patient effects were reported.